Manufacturer narrative:
Conclusion and justification status: the lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for original complaint: this is an lcs duofix patient. The patient will undergo revision surgery on the (B)(6) 2012 due to pain and swelling. Update received (B)(4) 2012 - operating theatre staff stated in their opinion the patient was stable post revision. Surgeon's observations: redness, black debris was evident, knee was washed out, no x-rays available, and there is legal action pending.